Manufacturer narrative:
(B)(4). Section d4: device details including lot, serial number, and UDI were not provided by the healthcare facility. Section h11: method: the subject mr850 respiratory humidifier and additional information about the reported event were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: despite several attempts to request the subject device and further information from the healthcare facility, neither the subject device nor further information were provided for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. The user instructions which accompany the mr850 respiratory humidifier provides the following warnings: the use of breathing circuits, chambers, other accessories or parts which are not approved by fisher & paykel healthcare may impair performance or compromise safety. When mounting a humidifier adjacent to a patient ensure that the humidifier is always securely mounted and positioned lower than the patient. Ensure that appropriate ventilator and/or patient monitor alarms are set, connections are secure, and a leak test is completed before use.

Event description:
A healthcare facility in france reported an event where a premature infant was receiving ventilatory support with a fabian iii ventilator and a fisher & paykel (f&p) healthcare mr850 respiratory humidifier. It was reported that the infant became bradycardic and hypoxaemic. The healthcare facility reported that condensation was observed in the breathing circuit, and that fluid had entered the patient's trachea. The healthcare facility further reported that tracheal suctioning and emptying the circuit of condensation was undertaken. The healthcare facility reported that the patient has since been extubated and is now receiving non-invasive ventilation.

Event description:
A healthcare facility in france reported an event where a premature infant was receiving ventilatory support with a fabian iii ventilator and a fisher & paykel (f&p) healthcare mr850 respiratory humidifier. It was reported that the infant became bradycardic and hypoxaemic. The healthcare facility reported that condensation was observed in the breathing circuit, and that fluid had entered the patient's trachea. The healthcare facility further reported that tracheal suctioning and emptying the circuit of condensation was undertaken. The healthcare facility reported that the patient has since been extubated and is now receiving non-invasive ventilation. F&p healthcare is currently in the process of obtaining further information about the reported event.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier and additional information regarding the reported event has been requested to be returned to fisher and paykel (f&p) healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.